Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the transmitter connecting to insulin pump but unable to connect. It was reported that the watertight test was passed but still couldn't connect. The customer declined troubleshooting for low blood glucose. No harm requiring medical intervention was reported. The customer will continue the use of device.